Event description:
It was reported that a pt underwent a cesarean section procedure on (B) (6) 2010. During the procedure, while suturing tissue, the needle broke. The broken part did not fall into the pt.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.